Event description:
Philips received a complaint on the v60 ventilator indicating that there was a low leak co2 rebreathing risk alarm. The device was outside of use at the time of the reported problem. There was no patient or user harm reported. The remote service engineer (rse) provided the customer with the part information for the flow sensor assembly and gas delivery system parts. The investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were performed to obtain confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.